Manufacturer narrative:
The reported complaint of stopcock cracked was confirmed. During visual inspection, one end of the female luer of the manifold observed to have a crack. No crazing was observed near the crack. When the returned set was primed and pressure leak tested, a leak was observed from the crack on the female luer of the manifold. The probable cause of the crack on the female luer is unknown. The male luers of the transpac and the female luers of the manifold were dimensionally inspected and the extreme end of the female luers of the manifold failed the iso slip luer gage inspection. The probable cause of is a molding error during manufacturing. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9: date returned to mfg: 21may2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a cath lab w/5 port "off" manifold (600 psi), 72" admin set and 4 ft transpac® IV. The reporter stated that the stopcock cracked off immediately upon patient use at the hospital. There was no patient harm/injury as a result of the complaint/event.